Event description:
It was reported that the patient experienced pre syncope to syncope. The device was found to be in safety mode and the battery depleted earlier than expected. The device was explanted and replaced. No further patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis of the device revealed normal battery depletion; meets expected longevity. Evaluation summary: (B)(4) normal depletion - meets expected longevity.